Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the patient stating their pump was lagging on the handset and they have called before to get the steps to speed it up again. The agent reviewed information and assisted the patient with clearing data on the handset. The patient will monitor the issue and call back if further assistance is needed.

Event description:
Information was received from the patient receiving intrathecal fentanyl and bupivacaine via an implantable pump for non-malignant pain. It was reported that the handset was lagging at 90% and was taking 19-20 minutes to deliver a bolus. Agent reviewed data and assisted the patient through deleting the data. Patient was able to connect to the pump without any lag. Patient would call back if further assistance is needed. When asked for the event date, patient stated that it had been months. Patient stated that they had been in a lot of pain so they had not been able to sit down and call patient services for assistance with the issue until now. Patient mentioned that they told the healthcare provider (hcp) about the issue for the first time yesterday.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software product ID hh9020tdd lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.